Event description:
It was reported that there was a leakage issue due to complete disconnection of the luer lock. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name, city, country; corrected. D9: date received by mfg; 2/4/2025. Device evaluation: one photo and five new samples were received for device analysis. Functional testing and visual inspection of the samples and photo was performed. No leaks were observed on any of the five samples. The customer reported complaint was confirmed with the photo provided. On the other hand the reported complaint could not be replicated with the five returned new samples.